Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. (B)(4).

Manufacturer narrative:
It was reported that the pressure transducer test failed during pre-use check. Identification of issue has been done by analyzing problem description, service report and device's logs. Evaluation of device's logs confirmed occurrence of pressure transducer test failure dated on 24th april, 2023. Unfortunately, records from provided date of event are not visible in the attached logs. According to the information provided by the technician, the air gas module was identified as faulty and was replaced. The issue has been resolved and the device was delivered to the user in working condition. The air gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported as a defective gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, the claimed part was not available for further analyze. Therefore, the root cause to the reported issue has not been determined.